Manufacturer narrative:
It was reported that there was difficulty crossing the 90% heavily calcified stenosed right external iliac artery lesion with the smart control due to the heavy angled bifurcation and heavy vessel tortuosity. When the device was removed from the patient, it was noted that the stent was prematurely released about 1cm from the sds tip. Therefore, another new product (details unknown) was opened and the procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. Approach was made from the contralateral side. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and straight outside the patient per IFU. It was reported that the device will not be returned for evaluation. Review of final assembly lot 15129129 and outer member subassembly lot 15125851 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In addition (B)(4) guide wire lumen assembly lot 15122034 was reviewed and it was observed during review of this lot that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. Based on the reported event, it appears that vessel and lesion characteristics contributed to the reported inability to cross the lesion and partial deployment of the stent noted upon removal from the patient. Although no definitive conclusion can be made without the return of the device for evaluation, with review of the procedural information and the device history record review, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient's gender and age were unknown. The target lesion was the right external iliac artery. There was heavy calcification and vessel tortuosity, the rate of stenosis was 90%. Approach was made from the contralateral side. There was difficulty in crossing the target lesion with the smart control (complaint product) due to the heavy angled bifurcation and heavy vessel tortuosity. The device was removed from the patient and it was found that the stent was prematurely released about 1cm from the sds tip. Therefore, another new product (details unk) was opened and the procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. There will be no product return. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and straight outside the patient per IFU.